Event description:
It was reported that during use of the hexamap mapping system, a catheter interface uni (ciu) offline issue occurred. The operator attempted to reboot the system and checked all connections to ensure they were secure. Troubleshooting steps included using a different ethernet cable, trying different ethernet ports on both the radiofrequency generator (rfg) and ciu, performing several power cycles, and verifying the date and time on the workstation. Switching presets between radiofrequency and pulsed field was recognized, but the case was aborted under general anesthesia and the procedure was not completed. A service visit was recommended for a possible ciu replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afr-00003 mapping system was serviced on a later date and the catheter interface unit was replaced. The product issue reported, ciu offline, is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.